Manufacturer narrative:
Concomitant medical products: catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).

Event description:
Additional information received reported that the motor stall was confirmed via the event logs with no motor stall recovery recorded. Numerous stalls and recoveries were noted, with the last stall occurring on (B)(6) 2013, with no recovery to date. The pump was replaced. The patient was having withdrawal symptoms. The cause of the stall was unknown. It was noted the replacement went well and the patient was doing fine in recovery. No rotor or dye study was performed. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was reported. It was reported that multiple motor stalls and recoveries were noted, with the last motor stall occurring (B)(6) 2012 with no recovery and pump stop may exceed tube set. It was noted that it was unlikely that the motor stalls were caused by magnets. The patient reports increased pain since (B)(6) 2012. The healthcare provider (hcp) reports the patient received a 10% increase at that time and another 23% increase the day of this report but noted because of the intermittent stalls and recoveries they are "not going to do that" and was going to "put in the order" for a replacement pump. No surgery date was reported. The device system was used to infuse morphine.